Manufacturer narrative:
Facility reported that there was no patient consequences. The anesthesiologist stated that he has performed many cases using the pvc style emg tubes and this was the first time that he had used the silicone-type endotracheal tube.

Event description:
Medtronic (B)(4) reported that during a thyroidectomy, the anesthesiologist had trouble oxygenating and venting the patient. A bronchoscope was passed inside the endotracheal tube, and it was discovered that the cuff had herniated over the lumen at the distal end of the tube. As the event occurred near the end of the case, the cuff was deflated and the procedure was completed without removing the emg endotracheal tube.